Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, tracheal intubation was performed to maintain breathing. When inserting, the cuff of the tracheal intubation was found to be airless and deflated. The cuff was pulled lightly and found that the lower part of the cuff connection had been broken. Replaced the endotracheal intubation and reinserted it.